Manufacturer narrative:
Field service engineer (fse) was dispatched to the site on (B)(6) 2009. The fse found aspirate probe #1 not aspiring properly. The fse performed visual inspection of all tubing, probes and connectors no errors were noted. The fse replaced the peri-pump tubing and lubricated the peristaltic pump rollers. Also, the fse ran a high sensitivity system check which passed within instrument specifications. The fse ran a 20 replicate accutni precision test and all results passed within assay specifications. The fse verified all repairs per established procedures and all results met published performance specifications. No definitive root cause could be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) on (B)(6) 2009, in regards to erroneously elevated accutni results obtained from a unicel dxi 800 access immunoassay system for one pt. The initial erroneously elevated accutni result was reported outside the lab. The customer re-ran the sample and the result was within the normal reference range. There are no reports of any adverse pt consequences or change to the pt's treatment. There are no indication of any medical intervention to prevent or preclude any adverse pt event.